Event description:
The hosp report indicated that the pt was placed on extracorporeal membrane oxygenation (ECMO) upon arrival in the emergency room. The pt was severely burned and her pulmonary function was already severely compromised. The first bio-pump was changed out following 96 hours of support. The second bio-pump was changed out following 41 hours of support. Thirty-three hours later, the decision was made to discontinue support, and the pt expired. The hosp did not feel that the changing of the bio-pumps contributed to the expiration of the pt. The devices were used in an off-label manner.